Event description:
It was reported that two of the electrodes fell off the tip of the wand during use in a hip arthroscopy. The surgical site was flushed but it is not certain whether the electrodes were flushed out or left in the patient. No injury or other complications were reported.

Manufacturer narrative:
Investigator determined a relationship between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been partially detached with jagged rounded edges on the remaining electrode legs which would signify that the device continued to be activated. There is scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. Also, there are scuff marks present on the spacer. The cable line has been severed; therefore, a functional evaluation could not be conducted. There were no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.